Event description:
Pt was undergoing placement of a right groin insertion. Guidewire would not thread through vein. Tip of guidewire broke off inside pt. Pt was taken to ir and through MRI it was determined that tip of guidewire was in soft tissue. No pt complicatons reported.